Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 25) with one cartridge during basal delivery. It was reported that the customer may have slept on the pump causing the cartridge to be removed. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.